Event description:
It was further reported that the patient was still having concerns with their device or therapy but they were working with their doctor or a manufacturer representative. The patient noted that their trial implant was from (B)(6) 2013, the surgical implant was put in on (B)(6) 2013, and they had appointments on 2013 (B)(6), 2013 (B)(6), 2014 (B)(6), and 2014 (B)(6). Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient was "ready to give up and have the implanted device removed." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).